Manufacturer narrative:
The inspection of the returned device revealed deformed top cover and worn spacers, cracked front panel, deformed chasiss under the scope socket. The unit was heavily impacted from the front, causing the chasiss under the socket to bend the focus from the light emitting diode (leds) out of alignment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The visera elite ii video system center was returned to olympus as an asset return with no customer complaint. There was no patient involvement with this event. During inspection, it was found that the scope socket for light source was deformed. This medwatch report is being submitted to capture the reportable malfunction found during inspection/preventative maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.